Event description:
The initial reporter alleged discrepant reactive results for the hiv duo elecsys e2g 300 assay on the cobas e 801 analytical unit. The specific sub-result in question was the hiv antigen (hivag) component, which was reactive. Plasma samples from donors with covid-19 antibodies were tested for hiv, hepatitis b surface antigen (hbsag), anti-hepatitis c virus (ahcv), and syphilis. These samples yielded negative results in nucleic acid testing (nat) conducted on cobas 8800 devices, and verification testing also produced negative results. According to the customer, the hiv duo (hivag) results were false reactive in the majority (80%) of these patients who had recovered from covid-19 and provided samples for antibody treatment. One specific patient sample generated a reactive result of 10.1 cut-off index (coi) for the hivag sub-result and a non-reactive result of 0.0444 coi for the anti-hiv (ahiv) sub-result. Calibration and quality control data for the assay were within expected ranges. The results were not reported to the patients.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. Calibration and quality control data were confirmed to be within expected ranges. An instrument check revealed good results overall, except for issues related to carryover and the mean signal for the reagent. These findings suggest that the false reactive results were most likely related to instrument performance. The investigation was limited as the patient sample material was not provided for further testing. The customer was advised to implement the recommended remedies, including maintenance actions such as performing a liquid flow check (lfc) and considering a measuring cell replacement. The device remains in operation at the customer site.